Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical records review: the patient at risk for deep vein thrombosis with an upcoming spinal surgery had a vena cava filter deployed in an infrarenal location. There were no complications. Approximately two years and seven months post filter deployment, a computed tomography of the abdomen and pelvis demonstrated filter limb penetration of the caval wall with a limb extending/abutting the lumbar vertebral body. The physician indicated that the filter did not appear to be touching any intraabdominal structures and did not recommend removal at that time. Approximately three years post filter deployment, filter retrieval was scheduled as inferior vena cava infiltration was no longer needed. The filter was engaged with a snare and removed without difficulty. Post removal inferior venacavagram demonstrated a normal lumen without evidence of extravasation. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, the investigation can be confirmed for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before an orthopedic procedure. At some time post filter deployment, it was alleged that the device was unable to be retrieved and filter struts perforated into organs. There were no reported attempts made to retrieve the filter. The patient allegedly experienced leg and abdominal pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before an orthopedic procedure. At some time post filter deployment, it was alleged that the device was unable to be retrieved and filter struts perforated into organs. There were no reported attempts made to retrieve the filter. The patient allegedly experienced leg and abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: b6, b7, g4, d4 (expiry date: 06/2014). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records and photos were provided and reviewed. Based on the photos provided, there were 11 struts noted in the inferior vena cava filter. Therefore, based on the photo review, the investigation is confirmed for filter limb detachment. Based on the medical records, approximately two years six months post filter deployment, the patient presented with abdominal pain. Subsequent, an ultrasound arterial ankle-brachial indices 1 or 2 level revealed evidence of strut penetration of the caval wall particularly at the 3 o¿ clock and 6 o¿ clock position with a strut extended/abutted the lumbar vertebral body. After five months one day later, computed tomography revealed the inferior filter was in place with no evidence of extravasation or significant extension of the tines outside of the vena cava. Approximately two weeks six days later, an attempt was made to retrieve the filter. The filter was re-sheathed and removed without difficulty. Post removal of inferior vena cava filter demonstrated the inferior vena cava to be intact without evidence of thrombus, extravasation or stricture. After 3 months and 2 days, an x-ray spine scoliosis study 6+ view showed that there had been interval removal of an inferior vena cava filter. On the anteroposterior images, there was suggestion of a retained strut/leg from the filter within the previous location of the removed filter. Therefore, based on the medical record review, the investigation is confirmed for perforation of the inferior vena cava and filter limb detachment. Therefore, the investigation is confirmed for perforation of the inferior vena cava and filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4, d4(expiry date: 06/2014). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before an orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts perforated inferior vena cava wall and abuts vertebral body. There were no reported attempts made to retrieve the filter. The patient allegedly experienced abdominal pain; however, the current status of the patient is unknown.